Manufacturer narrative:
Na

Event description:
During peeling of the device, some small parts broke away from the sheath which could potentially get into the blood stream. It happened during the implantation of a pacemaker.